Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No a35 alarm noted. Unable to perform functional testing due to constant motor error alarm. The insulin pump was received with cracked reservoir tube lip.

Event description:
It was reported that the customer received a motion sensor test failure. Advised insulin pump would be replaced. No additional information was provided.